Event description:
Cardiopulmonary arrest discovered and resuscitation started. Pt was receivng 3 tpn via catheter placed in right subclavian vein using 1 port. Nurse noted tubing of filter had separated at y-site with small amount of tubing left attached to catheter. There was blood loss but the amount could not be quantified. Pt responded to fluids and drug therapy, but remained in a vegetative state. Expired 12/22/95. (*)